Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Occlusion alarms on any volumetric infusion pump do not detect or prevent intravenous (IV) access site issues, including infiltration and extravasation. Infusion pumps are equipped with downstream occlusion detection mechanisms to identify elevated pressures in the IV administration set between the infusion pump and the patient. When the detection mechanism of the pump identifies an elevated pressure that equals the pump's preset occlusion alarm limits, an audible and visual alarm will be triggered and the IV flow will stop. Extravasation pressure is typically much lower than the pump's downstream occlusion limit, and therefore the occlusion alarm will not be triggered. The perception that pumps are able to detect infiltration/extravasation is inaccurate. Review of the clinical circumstances provided by baxter's medical assessment professionals reasonably suggests that the pump is unrelated to infiltration. It cannot be excluded that unreported mechanical complications unrelated to the pump (e.g. Dislodged IV port/obstructed blood flow) could have caused or contributed to infiltration. The use of the spectrum infusion pump could not have caused or contributed to the reported event of infiltration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump beeped twice for downstream occlusion during infusion with a patient delivering unknown medication at an unspecified rate and volume. It was further claimed that the downstream occlusion alarm was not audible/ not generated when the patient was visited by the nurses to investigate the access site issue. The patient was found to experience infiltration. There was no indication that this event was accompanied by aggravating signs and symptoms indicative of serious injury. No additional information is available.